Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 404 mg/dl and low blood glucose level of 50 mg/dl. The customer¿s current blood glucose level was 384 mg/dl. Customer treated with injections for high blood glucose level. The customer was treated with food for low blood glucose. Customer reports they did not want to troubleshoot. Customer reports they had a back-up plan available. The insulin pump will not be returned for analysis.